Manufacturer narrative:
A united states customer contacted siemens to report that two falsely depressed lactate (lac_2) test results on one patient sample were obtained on an atellica ch 930 analyzer. Siemens reviewed the available data, including instrument test result data, and concluded that the lactate reagent was not prepared according to the instructions for use by the operator. Quality control (qc) material test results were not acceptable at the time of the event. The cause of the event was a use error in reagent preparation. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
Two falsely depressed lactate (lac_2) test results on one patient sample were obtained on an atellica ch 930 analyzer. The initial test result was reported to the physician(s). The same sample was repeated on the same atellica ch 930 analyzer and a flagged test result was obtained and not reported to the physician(s). A second sample from the same patient was drawn and tested on an alternate atellica ch 930 analyzer and reported as the correct test result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.